Event description:
The account alleged that the brakes were discovered to fail and they are in the process of having the brakes replaced for a second time. No injury reported.

Manufacturer narrative:
The technician investigated the alleged complaint and the facility could never locate the bed. The technician and the account inspected every bed and the bed could not be located. No further information is available on the repair of the bed at this time.